Manufacturer narrative:
Investigation results : visual investigation: the provided components were examined visually and microscopically with the digital microscope and the digital-camera. The box of the femur component has pulled out at the lateral side at the interface to the femur shaft. The medial side of the femur box as well as the medial side of the stem exhibits pressure marking showing a leverage of the stem. Medial side was under compression and lateral was under tension. Neither the fracture surface of the femur box (major fragment) nor that of the minor fragment exhibits material defects/abnormalities like foreign particles inclusions or blow holes. Both fracture surfaces show signs of a fatigue fracture. The enduro hinge ring shows no visible signs of a hyperextension. Batch history review: conclusion and measures / preventive measures: according to the quality standard and DHR files a material defect and production error can be excluded. We assume that the patient had several bone defects which were compensated by using spacers and bone cement. The mentioned osteolysis led probably to bone degrade/loss under the medial side of the femur component. Furthermore the provided x-ray figures show also potential bone defects. All these circumstances led to the femur component not being supported enough (femur loosening). As a result of this the femur component was held primarily by the connection to the femur stem. The femur component box (at the interface) has therefore been excessively dynamically loaded which has resulted in a fatigue fracture. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with an enduro femoral component cemented f1r. According to the complaint description, it was reported that a revision surgery due to a fracture of the stem was necessary, 7 years after implantation. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Involved components. Nr292k-femur extens.stem 6° d15x77mm cemented-52061050. Nr871m-enduro meniscal component f1 12mm-51788770.